Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device is not getting turn on, and found that the root cause to be burnt power supply & power tray fru, due to which the power failure occurred. So fse replaced the power tray fru. After replacement of the power tray fru, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device did not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.